Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation into the uterine cavity/perforation her uterus") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal heavy menstrual bleeding / prolonged menstruation / menorrhagia"), abdominal pain lower ("severe lower abdominal pain") and uterine polyp ("endometrial polyps"). The patient was treated with surgery (on (B)(6) 2015, she underwent hysteroscopy with removal of the left-side essure devices) and surgery (on (B)(6) 2015, she underwent hysteroscopy with removal of the left-side essure devices). At the time of the report, the uterine perforation, device dislocation, back pain, abdominal pain, menorrhagia, abdominal pain lower and uterine polyp outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, menorrhagia, uterine perforation and uterine polyp to be related to essure. Most recent follow-up information incorporated above includes: on 12-mar-2018: correction following company internal review: event device expulsion was deleted, event uterine perforation was kept, no split necessary incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation into the uterine cavity/perforation her uterus") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("perforation into the uterine cavity/perforation her uterus"), back pain ("severe back pain"), abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal heavy menstrual bleeding / prolonged menstruation / menorrhagia"), abdominal pain lower ("severe lower abdominal pain") and uterine polyp ("endometrial polyps"). The patient was treated with surgery (on (B)(6) 2015, she underwent hysteroscopy with removal of the left-side essureg devices) and surgery (on (B)(6) 2015, she underwent hysteroscopy with removal of the left-side essureg devices). At the time of the report, the uterine perforation, device dislocation, device expulsion, back pain, abdominal pain, menorrhagia, abdominal pain lower and uterine polyp outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, device expulsion, menorrhagia, uterine perforation and uterine polyp to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.